Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Phone complaint received: complaint description: received call from patient explaining she was having pains in her stomach and went to the hospital. She learned that after a cat scan the lap band had broken off inside her and tubing fell apart.